Manufacturer narrative:
This complaint record was reopened in order to update with a failure analysis of a replaced component. The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the component into a pil v60 standard test bed (stb) for testing. Functional analysis was performed and identified that the device pressure accuracy testing passed. The pil technician could not duplicate the failure from the service. The suspect da pcba operates on the stb without issue or error code. The suspect da pcba passed pressure accuracy testing as noted in the current revision of service manual. The solenoid valve was also returned for analysis. The pil technician verified a broken port on the solenoid due to physical damage in a visual inspection. Therefore, no further investigation of the solenoid valve is required. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer biomed reporting error code 110b (the proximal pressure is not measured, and pressure-related alarms are compromised) occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed the reported problem. The rse verified with the be the data acquisition (da) printed circuit board assembly (pcba) was seated properly. The customer requested onsite evaluation. A philips authorized service provider (asp) evaluated the device and replaced the proximal auto-zero solenoid (sol 3&4), and then the da pcba as recommended per the v60 service manual. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.